Event description:
A 51-yr-old female underwent a bam with silicone gel breast implants in the 70's with revisions in the 80's. Over the past several years she has had increasing medical problems and capsulation. The breast implants are now clearly visible per physician statement. Gross exam: the right implant is disrupted during removal of the capsule, but appears that there has been a preexisting disruption. The left implant has ruptured basically along the posterior patch which had concentric circles in it and was about an inch in diameter along the posterior aspect of the implant. It appeared the patch had separated from the implant itself, resulting in the implant rupture.